Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the investigation was unable to duplicate slippage. There is some rotational movement in the lock, but when the clamp was properly positioned and put under pressure, it did not move. However, it is recommended that preventive maintenance (pm) be performed. Since there was an injury involved in the slippage, the unit was sent to quality engineering (qe) for further investigation. Qe confirmed the initial findings of the service team and noted that the unit had minor movement in the lock and some wear was noted on the starburst teeth. No additional device deficiencies were observed. Root cause - the complaint is not confirmed for slippage. There is some rotational movement in the lock, but when the clamp was properly positioned and put under pressure, it did not move. As a result, pm will be performed. The probable root cause of the reported incident is improper or suboptimal placement of the skull clamp on the patient. No further corrective action is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that the patient slipped in the mayfield modified skull clamp (a1059) and was injured. No additional information has been received after several requests.